Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had flashing numbers and was not heating up. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
Investigation summary: device was received for evaluation. Visual and functional testing performed. The customer's complaint was confirmed. Customer decided to scrap the device rather than get it repaired. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.